Manufacturer narrative:
4316 - intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the user observed a broken long bipolar grasper instrument shaft. The instrument was removed and the procedure was completed with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the user inspected and found no fragment inside the patient prior to closing the incision. The reporter stated that the instrument was inspected upon removal and found it to be in a ¿jagged¿ state. The user stated that the likelihood of a fallen fragment is possible. No additional surgical intervention was conducted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. The instrument was received with a stuck cannula reducer on the broken main tube. The reducer was unable to be removed from the instrument. Visual inspection found no physical damage on the reducer. Further inspection of the instrument found a broken main tube at the distal end. Due to this condition, the main tube was not properly secured with the proximal clevis. There was no material that appeared to be missing from the instrument. The observed damage is indicative of mishandling/misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.